Event description:
Philips healthcare received a complaint from a customer stating that the device is failing operational check for defibrillator. The device was not in use and no user impact was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported operation check for defibrillation. There was no report of patient involvement.